Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the rca was treated with a resolute onyx des. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical peri-pci.

Manufacturer narrative:
The patient is a smoker with a medical history of diabetes and cardiac admissions 30 days prior to the index procedure. The index procedure was prompted by unstable angina. During the index procedure one resolute onyx was also implanted into the lad. Cec readjudicated the mi event as not an event. If information is provided in the future, a supplemental report will be issued.